Event description:
Problem description (B)(6) 2018, 06:08:49, ddmanans. 2018-038313 272028 (B)(6). Spec 1, complaint mgmt. Complaint management. Problem description (B)(6) 2018 13:16:39 ddmanans. 8015 wont power on: no ac power led when connected to ac power. Unit wont power on with a charged battery. Recommend to try a new front case due to the keypad may cause the unit not to power up. Next would be the logic board or power supply board. Biomed will try another front case. If does not correct the issue they will scrap unit.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. Device was not returned to manufacturing facility.

Event description:
Problem description: (B)(4). 8015 wont power on. No ac power led when connected to ac power. Unit wont power on with a charged battery. Recommend to try a new front case due to the keypad may cause the unit not to power up. Next would be the logic board or power supply board. Biomed will try another front case. If does not correct the issue they will scrap unit.